Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, a deformation, and a dark circle around the patch. Cloudy gel and air voids between shell and gel were observed after the autoclave disinfection cycle. A weight test of the explanted material was performed and verified the device weight within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.